Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaintof error 41541 was verified. Event log shows the fault occurred on (B)(6) 2017. Service replaced the latch/lock optic fiber cable. Use testing was performed. The problem source is the faulty latch/lock optic fiber cable.

Event description:
Information was received that the cadd solis vip pump error had error code 41541. No reported adverse effects.